Event description:
Olympus was informed that the user facility has two endoscopes that cultured positive for mycobacterium avium intracellulare (mai) and mycobacterium avium complex (mac). Per the facility, both endoscopes passed the leak test. The facility requested an investigation and evaluation of the endoscopes.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info. Per the user facility, prior to each procedure, a surveillance culture is done on each scope. All have come back negative. However, when the scopes were tested by infection control, the scopes tested positive for mac/mai. For high level disinfection, the facility uses a medivators aer with rapicide. The machine was checked and is working properly. An olympus endoscopy service specialist (ess) visited the facility recently and there were no observations noted. A request for another reprocessing in-service was declined. The scope in this report has not been linked to any pt infection. The scope was sent in to olympus as a precaution because it tested positive for mac/mai. The device referenced in this report was sent to an independent microbiology laboratory for microbiological testing. Results from this testing are not yet available due to mycobacterium's long incubation period. A physical eval of the scope will follow once the scope is received from the laboratory. A supplemental report will be submitted, if additional and significant info becomes available later. Please cross-reference medwatch report number 8010047-2012-00479 for the second scope.